Manufacturer narrative:
H.6. Investigation: bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to introduction of air and inadequate purging during gel drum changes. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was air bubbles in the gel. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: "the gel of tube had bubbles which caused filtration of red blood cells to serum after centrifugation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was air bubbles in the gel. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the gel of tube had bubbles which caused filtration of red blood cells to serum after centrifugation."